Event description:
Pharmacy tech had removed the cover of the 16 gauge kendall monoject hypodermic needle. He removed the cover for the hub end and attached the hub to a syringe. He was about to remove the cover for the needle and felt something sharp. As it turned out, it was the tip of the needle protruding from the cover from the side. There had been another incident where the tip of the needle protruded from the side. However, that user does not recall the lot number.